Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
It was reported to baxter (B)(4) that an intermate sv 200 device was found to have a broken distal end luer lock. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate sv 200 device with a broken distal end luer lock was not confirmed during product evaluation. The distal end luer lock was observed to be in its normal expected condition with no evidence of defect noted. A leak test was also performed, with no signs of leak being observed at the distal end luer lock. Therefore, no assignable cause can be given. This device is a single use device and will be discarded.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.